Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted from clinic with concerns of pump thrombus. The patient's lactate dehydrogenase (ldh) level was 1745 u/l and the b-type natriuretic peptide (bnp) level was 904 pg/ml. The patient's baseline ldh was 200-300 u/l and bnp was 300-500 pg/ml. A repeat ldh was 1796 u/l and a repeat bnp was 760 pg/ml. The patient experienced an increase in unspecified heart failure symptoms. Pump power spikes to 10-11.5 watts were noted in the system controller history file. Pump sounds were reportedly smooth; however, the patient's normal pump sounds were varied. The patient's inr had been therapeutic over the last month and more recently supratherapeutic ranging from 2.9-4.9 with one low point noted at 1.9 on (B)(6) 2015. The patient was started on integrilin and was listed as status 1a for transplant. The patient was reported to be stable. On (B)(6) 2015 the patient's ldh continued to increase to 1918 u/l and the bnp elevated to 1831 pg/ml. The patient's end organs began to be affected with elevated aminotransferase and direct bilirubin levels. A ramp echocardiogram on (B)(6) 2015 revealed the left ventricular end diastolic diameter (lvedd) decreased only slightly in size, and the aortic valve remained open. The vad team decided that it was best to exchange the pump before any further end organ dysfunction occurred. The patient underwent a pump exchange on (B)(6) 2015 and was discharged home on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of elevations in lactate dehydrogenase (ld), power elevations, and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have evidence of laminated layering, which indicates that they were present while the pump was in use supporting the patient. The two rings were similar in color and structure, and were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in ldh. The thrombus would have also created additional resistance on the spinning rotor, likely contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.